Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2008-04834, for a description of the other device. It was reported to boston scientific corporation in 2008 that two speedband superview super 7 band ligator device were used during an egd procedure performed about 2 days prior (female pt; weight is unknown). According to the complainant, "post procedure, after returning to [her] room, the pt vomited up the ligating tip and two blue bands from the [speedband superview super 7 band ligator]. The pt is not stable due to her varices condition." No further complications were reported as a result of this event. Numerous attempts to ascertain further info regarding the pt have been unsuccessful.

Manufacturer narrative:
According to the complainant, the suspect device has been discarded. A device eval cannot be performed; therefore, the cause of the reported malfunction is undetermined.